Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: did the device fire without pressing the firing button? No. Did the device staple? Yes. If the device stapled, was the staple line complete? No. The staple just a little. Did the device cut? No. If the device cut, was the cut line complete? No. How was the case completed? Used another pse45a*1ea.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fire without pressing the firing button? Did the device staple? If the device stapled, was the staple line complete? Did the device cut? If the device cut, was the cut line complete? How was the case completed?

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, "do not press the firing button. But the device himself is firing a little." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.